Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right atrial (ra) lead noise caused the implantable cardioverter defibrillator to use discrimination channel incorrectly and led to deliver inappropriate shocks. The ra lead also triggered patient notifier for low atrial impedance on (B)(6) 2018. The device was reprogrammed and ultimately explanted and replaced along with the ra lead on (B)(6) 2018. The patient was stable after the procedure.